Manufacturer narrative:
(B)(4) lodged in scope. Although the suspect device has been received, the eval has not been completed; therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a wallflex enteral duodenal stent was used during an enteroscopy with stent placement procedure. According to the complainant, during the procedure, the stent would not make the turn into the duodenum and it would not advance out of the scope. The device was removed along with the scope. Upon inspection, a kink was noted in the transition zone. The procedure was not completed due to this event. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.